Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned adhered to the optic surface, the other haptic is intact. The optic is broken with approximately 50% of the optic missing. The returned optic segment is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "a scratch was found on the lens optic, in/out". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol and how it was returned positioned incorrectly in the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratch was found on the lens optic after implantation. As a result, the lens was removed and the surgery was completed using a different iol additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).